Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was not displaying numerical values or waveforms. He checked the cable connections and saw no issues. They switched this unit out for another, and it was working as expected. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: as the gf-210ra was returned for evaluation and the issue could not be duplicated, root cause cannot be determined. Based on the operator's manual, known causes for no readings are related to incorrect settings or use error. No errors were observed during the evaluation. After the device was returned to the customer, no further issues were reported with the reported device. The root cause is unlikely to be related to an nk device malfunction. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the multigas unit was not displaying numerical values or waveforms. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not providing numerical values or waveforms and not being displayed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the multigas unit was not providing numerical values or waveforms and not being displayed. No patient harm reported.